Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in multiple inappropriate shocks. The patient was noted to have been exercising at the time of the delivered shocks. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.